Manufacturer narrative:
Concomitant product: 1888t52 lead.

Event description:
It was reported that the patient experience diaphragmatic stimulation from the left ventricular lead. The lead was attempted to be repositioned, but could not find a site without causing stimulation. The patient is a participant in the adapt response study. The lead was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.